Event description:
It was reported patient enrolled in a clinical study underwent a right total knee arthroplasty on (B)(6) 2008 and a left total knee arthroplasty on (B)(6) 2008. Subsequently, patient underwent a revision of both knees (B)(6) 2009 due to infection. Surgeon performed an irrigation and debridement and bearings were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-02463 / 02464).